Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "pacer fault 117" message. Complainant that there was no patient involvement in the reported malfunction.